Manufacturer narrative:
Date of report: 20mar2019. Date rec¿d by MFR: 19mar2019. Multiple unsuccessful attempts were made to contact the customer; however, no additional information was provided. Should any new relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the battery would not charge. There was no patient involvement.: the event date was not specified; estimate used.